Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported sensor glucose vs. Blood glucose variation. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: customer states that he was sent to the hospital due to high blood glucose. Document treatment for high bg: customer was sent to the hospital reporting a blood glucose over 400. The event involved product(s) mmt-1880, unomedical, mmt-332a, mmt-7040a. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed and the customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer is reporting a discrepancy between sg and bg. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap with a broken 2 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and high bgs. The force sensor is within specification and the motor functioning properly. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.